Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right-hemi colectomy with intracoporeal ileo-colic anastomosis, while the device was being used for making of ileo-colic anastomosis intracoporeally, after the operator took the device into abdominal cavity and tried to open the jaw of the reloads to access the targeted tissue, it didn't work at all. The jaw didn't move at all and the jaw will not open. The reload was replaced to resolve the issue in order to complete the case. There was no patient injury.